Manufacturer narrative:
The product is not available for evaluation, as it was discarded by the facility. Additional information will be submitted within 30 days upon receipt.

Event description:
The marker bands on the balloon were out of position. The report indicated that the physician was treating a lesion in a vein graft to the posterior descending artery (pda). During inflation of the balloon, the physician was misled by the location of the marker bands on the balloon. According to the report, the marker bands were located 2 mm from the ends of the balloon; since the marker bands were not where they were supposed to be, it appeared that there was growth (inflation) in the shoulders of the balloon and not precise dilatation in the shoulders and cone angles of the balloon. There was no trauma to the vessel or any injury to the patient. Further information indicated that the balloon length had been chosen shorter than the deployed stent. Consequently, the balloon was expanded within the scaffolding of the stent.